Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause of the detachment was not determined. Prior to non-detachment no issues were encountered. There was no pushwire damage observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the coil was deployed, the ir tech broke the hypo tube break indicator, and pulled the filament back. The coil was then removed without flouro. It did not detach was removed from the vessel. It was replaced with an 8x30 concerto. 1 attempt was made to detach the coil with the instant detacher and there was 1 manual attempt at detachment via hypotube. They did not attempt with another instant detacher, there was no issue with it. The device and any accessory devices were not prepared as indicated in the IFU, the coil was not placed in heparinized saline prior to loading it in the microcatheter. There were no symptoms reported. The patient was being treated for "neurovascular abnormalities." Vessel tortuosity was minimal.